Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave catheter was selected for use. The left superior pulmonary vein (lspv) was ablated and it was noticed that the patient was having an atrial flutter. The physician decided to ablate the posterior wall to treat the flutter and solved the issue. Patient signs were normal. The physician checked on intracardiac echocardiography (ice) and noticed a pericardial effusion. The atrial fibrillation procedure was stopped to perform a pericardiocentesis. The patient is recovering successfully from the event.

Event description:
It was reported that a patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave catheter was selected for use. The left superior pulmonary vein (lspv) was ablated and it was noticed that the patient was having an atrial flutter. The physician decided to ablate the posterior wall to treat the flutter and solved the issue. Doctor asked anesthesia how the patient was doing. Anesthesia responded that blood pressure was being maintained at 90 systolic with pressor. The physician checked on intracardiac echocardiography (ice) and noticed a pericardial effusion. The atrial fibrillation procedure was stopped to perform a pericardiocentesis. The patient is recovering successfully from the event.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the pericardial effusion is a known inherent risk of use of this device. Device history record review: the lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: the device was used for posterior wall and atrial flutter; this is considered off-label use of the device. The catheter is intended to be used to treat paroxysmal atrial fibrillation (paf), and this procedure is not considered part of the treatment of paf. Risk review: a risk review performed for the farawave device confirmed that the event of pericardial effusion, hypotension and user used incorrect product for intended use are known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. A risk review was performed and references the risk of using the farawave catheter in off-label manner way. The maximum severity associated with this error is a severity 4, where additional intervention would be required to replace the catheter, also can present arrhythmia, nerve injury, cardiac trauma or vasospasm. Investigation conclusion: based on the information provided, the reported event of pericardial effusion is a known inherent risk of the farawave device. Pericardial effusion is an expected procedural complication addressed within the IFU for the farawave catheter. Hypotension was determined to be a consequence from the pericardial effusion. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.